Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a patient had been hospitalized. Additional information was obtained through follow-up with the pdrn. The patient presented to the hospital on (B)(6) 2022 with complaints of abdominal pain. The patient had pd effluent cultures drawn. The patient was admitted to the hospital and diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1,500g (frequency and duration unknown). The pd effluent cultures returned positive for staphylococcus (species unknown). The white blood cell count was 6,795 (unknown units). The patient was discharged on (B)(6) 20222 and continues to complete the antibiotic therapy with ip vancomycin per algorithm. The patient continues to complete pd therapy utilizing the liberty select cycler for treatment. The cause of the peritonitis has been attributed to a lack of aseptic technique by the patient.